Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting, a new cartridge was loaded onto the pump and the pump performed as intended. The customer changed insulin, cartridges, infusion sets, and needle several times per day and has restarted the pump but the occlusion alerts continue. Customer¿s blood glucose level was not impacted. Reportedly the customer reverted to an alternate method of insulin therapy.